Event description:
Boston scientific received information that a revision procedure was scheduled to reposition the right ventricular (rv) lead for an unknown reason. At this time, specific patient information is unavailable. An email was sent to the field representative in an attempt to obtain additional information.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.